Manufacturer narrative:
The device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided for clarification: device was returned for service due to the cutter not holding the drill. During service, technician found coupling and latch worn from use an vibrations. Service records revealed that cutter lock motor rub failed testing.

Event description:
Customer reported that the cutter not holding drill. This is report 1 of 1 for event #com-077724.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional narrative above was mistakenly left out of follow up # 1.

Event description:
Customer reported that the cutter not holding drill. This is report 1 of 1 for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the locking component was damaged due to normal wear. Additionally, the functional testing revealed that device vibrates device was inspected and repaired.